Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a halfway torn tine at the lead tip. This type of damage is consistent with unintended user error caused during the implant procedure. The reported dislodgment was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this lead was unable to be successfully implanted due to dislodgement. As result, the lead was replaced prior to pocket closure. Once returned, product analysis determined one of the lead tines was torn, which could have caused or contribute to the dislodgment. No adverse patient effects were reported.